Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon receipt, the output voltage was measured at 6.96v. Upon evaluation, the battery was found to have defective cells, reading 3.814v, 3.814v and 0v. The root cause of the defective cells cannot be positively determined. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.

Event description:
A (B)(6) male pt contacted zoll customer support to report that one of his batteries was not holding a charge. The pt was issued a replacement battery pack.